Event description:
It was reported that patient passed away. The patient's death was determined to be from pulmonary coagulopathy with several embolisms in the lung.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 of the heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including peripheral thromboembolic event and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, and lists thromboembolism as a potential late postimplant complication. A specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that the patient developed a pulmonary coagulopathy with multiple lung embolisms approximately 2 weeks following implant, and ultimately expired on (B)(6) 2020. An autopsy was not performed. The patient outcome was not considered to be device related and the device had reportedly operated as intended. It also was reported that heartmate 3 lvas , serial number (B)(4) was not explanted and would not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.